Manufacturer narrative:
(B)(4). The customer returned one catheterization device and lid stock for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the connection between the needle cannula and the hub was not secure. Microscopic examination revealed that there was no adhesive residue in the hub nor on the proximal end of the cannula. The customer also provided two photos depicting the customer reported defect. The cannula total length measured 2.845", which is within specifications of 2.839" - 2.849" per the cannula graphic. The cannula outer diameter measured .0321", which is within the specification limits of .0320"-.0325" per the cannula graphic. The cannula inner diameter measured .023", which is within the specification limits of .0226"-.0240" per the cannula graphic. The inner diameter of the needle hub measured .035", which is within the specification limits of .0345"-.0350" per the needle hub graphic. The guide wire was able to pass completely through the needle cannula with little to no resistance. The needle cannula was able to be easily removed and advanced within the hub. A device history record review was performed, and no relevant findings were identified. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula had separated from the needle hub. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The compliant is reported as: the introducer needle was broken during use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The compliant is reported as: the introducer needle was broken during use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.